Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the circumflex coronary artery. A 2.8x19mm rx graftmaster covered stent delivery system failed to cross due to the anatomy. A coil was used to seal the perforation and successfully complete the procedure. Per the physician, the device did not cause or contribute to complications or adverse events, and there were no other device issues. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.